Event description:
It was reported that the shunt was not taking enough fluid out of the brain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.